Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller exchange was confirmed. Additional information provided indicated that the controller was exchanged in order to perform a software upgrade; there were no reported issues with the controller. The system controller (serial number: (B)(6) was returned and evaluated under MFR # 2916596-2020-00947 following a pump exchange; the events associated with the pump exchange are also addressed under MFR # 2916596-2020-00947. The last events in the log file downloaded from the returned controller, captured on (B)(6) 2017, showed the driveline and both power cables being disconnected; these events are consistent with the controller being exchanged. The data in the log file and the provided information did not indicate any issues associated with the controller or the controller exchange. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2016. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU)section 2 "system operations" explain how to properly exchange the primary system controller with a backup system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the evaluation of the returned controller, serial number (B)(4), it was observed that the controller appears to have been exchanged in (B)(6) 2017. There is no event in the patient¿s history to explain why the controller was exchanged.